Manufacturer narrative:
A proper evaluation could not be performed, due to the product not being returned. However, additional information has been requested concerning return of the product along with specifics on this occurrence. Should additional information become available, it will be forwarded.

Event description:
While taking pictures during advancement of the device, the device was not moving. They then noticed approximately 8 inches of the catheter had broken off in the ureter. They were able to retrieve the separated segment. The patient is doing okay.